Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, high blood glucose level on (B)(6) 2021 with blood glucose level over 600 mg/dl. Customer was treated with intravenous insulin drip. The customer also reported that the insulin pump had physical damage. It was unknown whether the auto mode feature was active or not at the time of incident. Customer denied to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.